Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event on (B)(6) 2016. Patient stated that she was in the emergency room and the cgm readings were way off compared to the meter at the hospital. It was undetermined if the patient was in the hospital for an event related to the cgm. Additionally, the patient reported that she had felt dizzy and took medication containing acetaminophen. Further event or patient information was not provided. The patient took medication containing acetamiophen. Product labeling indicates that medications containing acetaminophen should not be taken while using the continuous glucose monitor.